Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support informed the customer that if problem continues he might need to send device in for repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high positive end expiratory pressure on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.